Event description:
It was reported that a balloon rupture occurred. The patient presented due to acute myocardial infarction. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). An unknown balloon catheter was advanced for dilation however, the balloon ruptured. The device was exchanged with a 15mm x 3.50mm nc quantum apex balloon catheter. The balloon was inflated at an unspecified number of inflation but ruptured at approximately 10 atmospheres. The device was then completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).